Event description:
The system monitor indicates an error message. X-ray generator not available.

Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by (B)(4) 2011.